Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No rewind anomaly was noted. The pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen. No bolus suspend anomaly was noted. The pump was monitored with basal rate for several days and no unexpected suspend anomaly was noted. The pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched and cracked display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and a suspend anomaly from the insulin pump. The customer's blood glucose reading was 628 mg/dl. The customer stated that the plunger inside the pump stops and randomly goes into suspend. The customer stated that she is not pushing any buttons and it will put itself into suspend when she has not pushed anything. The customer stated that she is not getting any insulin. The customer also stated that she gets light headed when she had issues with the pump. The customer will be sent a replacement pump.